Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that a patient alleges to have underwent repair of a ventral incisional hernia on or about (B)(6) 2007 using a gore dualmesh® plus biomaterial. The complaint alleges that on or about (B)(6) 2011, the patient ¿¿underwent incision and drainage of abdominal all [sic] abscess with vac placement¿during the incision and drainage, dr. Patterson noted ¿a nickel-sized area open at the base of the fascia where gore-tex mesh could be visualized and communicating with this larger abscess cavity.¿¿ it was alleged that on or about (B)(6) 2012, the patient ¿underwent excision of sinus tract, exploration of abdominal wall and placement of wound vac placement [sic]¿the sinus tract was found to connect to the dualmesh.¿ the complaint further alleges that on or about (B)(6) 2012, the patient ¿¿underwent exploratory surgery due to a presumed bowel obstruction, which had resulted in numerous emergency rooms visits.¿ the complaint states that on or about (B)(6) 2016, the patient ¿¿underwent removal of the infected dualmesh¿it was noted that the dualmesh implanted nine years earlier was also poorly incorporated.¿ it was alleged that the patient ¿¿experienced and/or continues to experience infection, severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, and extreme weight loss which have impaired her activities of daily living to that extent that she requires daily assistance.¿ the complaint alleges that the patient ¿¿continues to suffer complications as a result of her implantation with the dualmesh.¿ it was further alleged that the patient ¿¿has suffered and continues to suffer both injuries and damages, including, but not limited to: past, present and future physical and mental pain and suffering; physical disability, and past, present, and future medical, hospital, rehabilitative, and pharmaceutical expenses, and other related damages.¿ additional, event specific information, including medical records, has been requested.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2015: carondelet health network. Thomas r. Stejskal, md. Radiology-CT abdomen/pelvis. Clinical indication: incarcerated periumbilical hernia. Impression: 1. New proximal small bowel obstruction to the level of a right para midline ventral hernia containing a new loop of small bowel, previously only fat-containing. This is just below the level of surgical mesh from prior ventral hernia repair. Stable fat-containing left para midline ventral hernia. 2. New focal area of soft tissue stranding in the right anterior peritoneum probably represents an omental infarct with differential consideration of epiploic appendagitis considered less likely. (B)(6) 2015: carondelet health network. Heide e. Wilson, anp, hassan shafeeq, md. History and physical report. Morbidly obese, with a history of diabetes and previous abdominal surgeries. Presents to emergency department with abdominal pain. Previous abdominal surgeries, has mesh throughout abdomen. Says she has current abdominal hernia. Was seen in emergency department on 11/28/15 for lower abdominal pain and was discharges home with abdominal pain. After visit in november, she states she went to northwest hospital and was diagnosed with epiploic appendagitis. History: diabetes, cholecystectomy, recent epiploic appendagitis, copd, and bronchitis. Medications: metformin. Social hx: smokes tobacco. Exam: abdomen; obese, large round. Abdominal exam is difficult to ascertain due to her body habitus. Wbc 11.4. CT of abdomen: new proximal small-bowel obstruction to the level of a right paramidline ventral hernia containing a new loop small bowel, previously only fat-containing, this is just below the surgical mesh from prior ventral hernia repair, stable fat-containing left paramidline ventral hernia. Impression: incarcerated ventral hernia. Take to operating room today. (B)(6) 2015: carondelet health network. Philip l. Perkins, md. Pathology report. Accession #: s15-7045. Specimen received: hernia sac. Preoperative: ventral hernia incarcerated. Final diagnosis: ventral hernia sacs, excision: hernia sacs. Microscopic description: a complete microscopic examination has been performed. Gross description: the specimen is received in formalin labeled hernia sacs. It consists of two pink tan portions of fibromembranous and fatty tissue measuring 5.5 x 5 x1 cm and 8 x 5 and up to 2 cm in thickness respectively. On sectioning through the specimen, no lesions are grossly identified. Representative sections are submitted in two cassettes. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: missing records: records for the CT scan ¿recurrent incisional hernia on (B)(6) 2008¿ were not provided.] On (B)(6) 2009: [facility ni]. (B)(6), general surgery. Consultation. Status post perforated diverticulitis resulting in hartmann¿s procedure with an end-colostomy. Subsequently had stoma takedown and temporary ileostomy. Subsequently had ventral incisional hernia repair laparoscopically with a 26 x 34-cm gore dualmesh in (B)(6) 2007. Was diagnosed with possible mesh infection (B)(6) 2007, has been on antibiotics. Presents for recurrent incisional hernia documented by CT scan (B)(6) 2008. Has pain in area of recurrent hernia. Is a smoker and morbidly obese. Patient unsure of what bacteria had at time of mesh infection. In review of CT scan of (B)(6) 2008, patient does have recurrent incisional hernia at the upper portion of her ptfe mesh. No obvious fluid collection noted to suggest current ongoing infection. Exam: obese, incisions well healed. Recurrent incisional hernia upper portion of abdomen, not entirely reducible. Impression/plan: recurrent ventral incisional hernia. History of mesh infection without current obvious ongoing mesh infection. Plan: at this point it is hard to know if active mesh infection. She does not have any clinical signs of it nor does she have any fluid collections as documented by her most recent CT scan. Discussed the possibility of exploratory laparoscopy to inspect mesh and see if any evidence of true mesh infection currently. Should this be the case, we would plan on mesh removal with abdominal wall closure. She understand the risk of well over 50% chance of recurrent hernia. Alternatively, at time of exploratory laparoscope if no signs of mesh infection, we can consider leaving current mesh in place and repairing evidence of new hernia with additional mesh placement . On (B)(6) 2009: [facility ni]. Dr. (B)(6). Office visit. Referral from dr. (B)(6) for preoperative medical evaluation in anticipation of laparoscopic ventral hernia repair scheduled for (B)(6) 2009. Past medical history significant for recurrent ventral hernia. Wishes to proceed with surgical intervention. Recurrent ventral incisional hernia. Last used steroids for control of symptoms a week ago, currently off steroids. Social history: smoking approximately two packs of cigarettes per day for the last 25 years, recently cut back to half pack per day. Weight 128.10 kg, bmi 43.8 . [Missing records: records for the exploratory laparoscope were not provided.] On (B)(6) 2011: (B)(6). (B)(6), md. Radiology-CT abdomen/pelvis. Indication: multiple abdominal surgeries, suspect periumbilical abscess. Findings: patient has had a ventral hernia repair. Radiopaque markers denote linear mesh superiorly along the anterior abdominal wall, and mid to inferiorly a crescentic shaped mesh/reservoir which appears partly collapsed, with fluid and air. Findings suggest recent surgery. This resides along the anterior abdominal wall beginning at the level of the left lobe of the liver and extends to level just below the umbilicus. There is mild enhancement of the crescentic fluid collection where there is mesh at and above the umbilicus. This enhancement could indicate recent surgery, postoperative change as well as infection. There are several poorly defined loculated fluid collections in the anterior-abdominal wall subcutaneous fluid collections; tow [sic] are adjacent to each other, at and to the right of the umbilicus, largest is 6.1 x 9.9 x 6.5 cm, (images 64 series 3, image 15 series 601). The smaller collection just beneath the umbilicus is contiguous with this and measures 4.3 x 4.4 x 2.8. These extend to the skin surface and are round in shape with few air bubbles and extend deep such that they are contiguous with the abdominal wall. A right lateral ventral hernia contains both fat and fluid which resides just above the pelvic brim. This is lateral to, separate from site of mesh. There is also a left para midline fat containing hernia below the umbilicus that contains fat and some loculated fluid. No bowel contained within hernias are identified. There is also a tiny right para midline fat containing hernia just beneath the umbilicus and beneath the site of mesh. Diffuse hazy density, edema is present along the anterior-abdominal wall and flank. Spleen, pancreas, biliary tree unremarkable. Gallbladder is absent. Bilateral adrenal gland thickening suggest hyperplasia. Punctate stone is in the upper pole of the left kidney. There is an additional calcification that may be a stone or vascular calcifications measuring 5 mm posterior midpole. Bilateral perinephric fluid is present. Two right renal cysts are present, the largest is exophytic arising from the lateral midpole measuring 4.3 cm. Kidneys enhance symmetrically, there is no hydronephrosis. Calcified atherosclerotic plaque is present. The abdominal aorta is normal in caliber. The celiac artery, sma, portal vein enhance. Several lymph nodes are present within the celiac axis-porta hepatis. One of the largest is 2.6 x 1 cm which is borderline enlarged at the portacaval space, series 3 image 33. Few shotty lymph nodes are present within the leaves of the mesentery, retroperitoneum. There is no bowel dilation, wall thickening, pneumoperitoneum, or ascites. Surgical anastomosis is at the rectosigmoid junction with no surrounding inflammatory change. The appendix is unremarkable. The bladder is normal. Uterus, adnexal regions are unremarkable for age. No acute bony abnormality is seen. Impression: two poorly organized fluid collections with few air bubbles in anterior abdominal wall to the right and just above the umbilicus. These are anterior to ventral hernia repair/mesh. These could represent postoperative seromas, hematomas as likely etiology. There is lack of defined wall, however early abscess formation could not be entirely excluded. Additional loculated fluid collections are located within separate right and left paramidline ventral hernias as described. Mesh prosthesis along the anterior-abdominal wall as detailed above, the more superior one has a linear shape, the more inferior aspect of this has a more crescentric shape with small amount of fluid and air bubble consistent with postoperative appearance. There is mild hyperenhancement to the more inferior collection surrounded by radiopaque markers. The enhancement could simply represent postoperative change and/or inflammation, I could not exclude superimposed infection. Probable hepatic hemangiomas. Would suggest correlation on an elective basis hemangioma protocol CT. Right renal cyst. Nonobstructing left renal stone . On (B)(6) 2011: (B)(6). Microbiology. Wound culture. Source: abscess. Abdominal abscess from surgery. Final report: heavy growth of staphylococcus aureus isolated . On (B)(6) 2011: (B)(6). (B)(6)., md. Radiology-CT abdomen/pelvis. Indication: recent abscess drainage. Findings: mesh hernia repair is noted along the anterior abdominal wall. There is hazy density in the adjacent tissues. The fluid collection along the mesh layers has diminished in size. This measures 7 mm in thickness. This measured 1.0 cm in the prior exam. Soft tissue defect overlies the anterior abdominal wall. There are several thigh containing ventral hernias which are unchanged as compared to the previous examination. No evidence of bowel herniation or entrapment is identified. Visualized small bowel and colon is unremarkable. No evidence of bowel wall thickening or localized inflammatory changes is identified. Impression: postsurgical changes along the anterior abdominal wall with a decrease in the fluid within the mesh layers as compared to the prior examination. Postoperative changes along the anterior abdominal wall with stable appearing fat containing ventral hernias . On (B)(6) 2011: (B)(6). (B)(6)., md. Radiology-CT abdomen-pelvis. Indication: possible abdominal wall abscess. Findings: there has been a previous ventral hernia repair with mesh placement. Small layer of fluid density is identified between the mesh layers measuring 7 mm in greatest thickness. This does not appear to be significantly changed as compared to the previous examination. This is a nonspecific finding and could represent postoperative seroma. Underlying infection cannot be excluded. No discrete air bubbles are identified. There is thickening of the anterior abdominal wall tissues with scar along the right midabdomen. There are fat containing right anterolateral and left paramidline hernias. No evidence of bowel entrapment or strangulation is identified. There is a tiny knuckle of small bowel which extends into the right anterolateral abdominal wall hernia but no evidence of obstruction or strangulation is identified. Findings not appear to be significant changed as compared to the prior examination. Impression: prior ventral hernia repair with mesh placement and small amount of fluid noted within the mesh layers. This may be postoperative in etiology but infection cannot be completely excluded. Findings are unchanged as compared to the prior examination. Fat containing ventral hernias with a small knuckle of small bowel extending into the right anterolateral abdominal wall hernia with no evidence of obstruction or strangulation . On (B)(6) 2011: (B)(6). (B)(6), md. Consultation. Obese, had abdominal wall mesh in place. Underwent incision and drainage for abdominal wall abscess related to the mesh. She was seen in the emergency room on (B)(6) 2011 with abdominal pain. CT scan at that time showed no changes in the abdominal wall fluid stranding at this level. Part of the wall of the cecum within the hernia appears indistinct and may be mildly thickened. Previously this hernia contained fat. Left paracollection. White cell count was borderline elevated. Abdomen: showed a very obese abdomen with loose abdominal wall. Well healing surgical incision appreciated in the right periumbilical area. Wound has no drainage, clean base, healing well. About 1 cm deep. Umbilical area there was a 0.5 cm opening with yellowish-brownish thin drainage. It went to 2 cm deep. Impression and plan: healing abdominal wall abscesses. Continue bactrim ds twice a day for now. She requires lifelong treatment, given her previous surgery of mesh placement . On (B)(6) 2011: (B)(6). (B)(6), md. Radiology-CT abdomen/pelvis. Impression: no acute abnormality is seen in the abdomen or pelvis. Multiple chronic findings in the abdomen or pelvis. Multiple chronic findings in the abdomen and pelvis are unchanged from previous exam . On (B)(6) 2011: (B)(6). (B)(6), md. Radiology-CT abdomen/pelvis. Indication: abdomen pain. Findings: there are several areas of surgical mesh along the anterior-abdominal wall consistent with hernia repair. There are postoperative changes along the anterior-abdominal wall with mainly stranding at, above and below the level of the umbilicus unchanged. A right spigelian hernia is present at and below the umbilicus, that now contains part of the cecum. There is some surrounding umbilical hernias are stable containing mainly fat, there is some fluid along the left lateral margin of one of the hernias. This is unchanged. Impression: mesh at the anterior abdominal wall consistent with prior abdominal hernia repair, with postsurgical changes along the anterior-abdominal wall. Right mid to lower spigelian hernia now contains part of the cecum, and there may be some thickening or indistinctness to the cecal wall with some adjacent stranding. I could not exclude incarceration, recommend correlation to physical exam. Additional left paraumbilical fat and fluid filled hernias are unchanged. No bowel obstruction . On (B)(6) 2016: (B)(6). (B)(6), do. History and physical. Abdominal wound pain and swelling. Hpi: diabetic female recently underwent surgery for an incarcerated ventral hernia and the procedure she had performed was an exploratory laparotomy with repair of ventral hernia x 2. Last few days noted increasing pain in her abdomen. Drainage from wound that is clear. Currently has jp drain in place. CT of abdomen and pelvis showed a punctate subcutaneous airflow size fats draining in the pelvis and anterior and lower abdomen with 7.7 x 4.7, well defined fats draining anterior to the ascending colon, hypodense, periumbilical, subcutaneous, and hypodense underlying intraabdominal collection suggestive of infection or inflammation. Exam: abdomen: morbidly obese. Midline incision approximately 12 cm in length. Mild surrounding erythema and slight induration. Clear drainage coming from periumbilical area. Right lower quadrant ha jp drain in place that has serosanguinous fluid in it. Wbc 12.4. CT scan reveals a small intraabdominal fluid collection. Assessment: postoperative wound infection. Uti. Morbid obesity. Diabetes mellitus. Copd with chronic hypoxic respiratory failure. Recommendations: admitted to hospital. Unclear whether or not truly postoperative wound infection. Dr. (B)(6) will be consulted on the case and will evaluate . On (B)(6) 2016: (B)(6). (B)(6), md. Radiology-CT abdomen/pelvis. Reason for exam: abdominal pain. Clinical indication: concern for postoperative infection. Impression: postsurgical changes related to ventral abdominal hernia repair with surgical drain in place. Small amount of subcutaneous air about [sic] the surgical drain. Tiny fluid collection at the inferior aspect of the surgical mesh measuring 2.5 x 1.9 x 1.2 cm. This collection is not amenable to percutaneous drain placement. No evidence for bowel herniation, incarceration or obstruction. No free air or free fluid . On (B)(6) 2016: (B)(6). (B)(6), md. Radiology-CT abdomen/pelvis. Clinical indication: possible abscess status post surgery. Impression: postsurgical changes to the anterior abdominal wall. Interval increase in several possibly contiguous small anterior abdominal wall collections containing several flecks of air, largest is 5.0 cm collection contiguous with an open wound site. May represent abscesses versus postsurgical change. Correlate with direct visualization of the open wound site and possible sampling . On (B)(6) 2016: (B)(6). (B)(6), md. History and physical. Hpi: draining wound. Discharge from acute care on (B)(6) 2016 after postoperative wound infection/infected ventral mesh. Repair of ventral hernia. Last 24 hours developed worsening pain in the wound with short purulent drainage. Exam: abdomen: obese. Large open wound noted just below umbilicus. Purulent drainage was noted. White blood cell count 16.5. Assessment and plan: postoperative wound infection. Admitted to complex wound unit. Culture sent . On (B)(6) 2016: (B)(6). (B)(6), md. Discharge documentation. Discharge diagnosis: sepsis secondary to abdominal postoperative wound infection with pseudomonas. Acute on chronic bronchitis. History of vaginal candidiasis. History of diabetes. Status post removal of prior mesh with abdominal wall reconstruction using biologic performed on (B)(6) 2016. CT of the abdomen and pelvis showed post- surgical changes related to ventral abdominal hernia repair with surgical drain in place. Hospital course: admitted with sepsis secondary to abdominal wound infection. Placed wound vac. Prior wound culture grew pseudomonas. Also had acute bronchitis. Discharged home with wound vac . On (B)(6) 2016: (B)(6). (B)(6), do. Consultation note. Cc: patient admitted after elective skin graft surgery. Hpi: split thickness skin graft for a nonhealing abdominal wound measuring 4 x 5 cm. Pmh: chronic nonhealing abdominal wound, status post exploratory laparotomy, repair of ventral hernia x 2 strattice. Infected ventral hernia mesh and required exploratory laparotomy, explantation of the mesh and abdominal wall reconstruction with strattice. Recommendations: continue per dr. (B)(6) postoperative orders. Get diabetes under better control . On (B)(6) 2016: (B)(6). (B)(6), md. Discharge documentation. Admitting/discharge diagnosis: status post split-thickness graft to the abdominal wall. Hospital course: previously treated for incarcerated recurrent ventral hernia with subsequent return to the operating room to take out an infected preexisting mesh. Wound broke down postoperatively patient has been receiving wound vac therapy for 4 months. Taken to operating room for split-thickness skin graft. Discharge home. Follow up 2 days in clinic for removal of wound vac and assessment of skin graft . On (B)(6) 2016: (B)(6). (B)(6), md. Radiology-CT abdomen/pelvis. Clinical indication: abdomen pain. Impression: focal area of fat edema is seen in the right side of greater omentum. Findings suggest a focal area of fat necrosis versus epiploic appendagitis. No evidence of an intraperitoneal or extraperitoneal fluid collection. Report: post operative changes in the anterior abdominal wall show continued healing. No free intraperitoneal air or fluid seen. No evidence of intestinal obstruction. Remainder of abdomen and pelvis appears stable . A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A4: added patient weight. B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6)2007, including records for hartman¿s procedure with colostomy, were not provided. (B)(6) 2011: history and physical. ¿morbidly obese, multi-complicated white female, who presented to the emergency room with abdominal wall abscess. Referred to dr. (B)(6) in the clinic for evaluation for recurrent abdominal wall hernia. She had increased pain and presented to the emergency room where she was found to have an abdominal wall abscess, a white count of 13,000 and a CT scan shows abdominal wall abscess as well multiple hernia surgeries, laparoscopic that she has had and recurrent ventral hernia, [sic], lateral and around the umbilicus. She is extremely complicated. She originally had a perforated diverticulitis and underwent hartman¿s procedure with colostomy in 2006. She had reversible colostomy with hernia repair and correction of ileostomy in april of 2007. She had ileostomy take-down with hernia repair in (B)(6) 2007. She had laparoscopic hernia repair and placement of mesh in(B)(6) 2007. This was complicated by mesh infection in (B)(6)2007. She subsequently had another laparoscopic hernia repair with mesh in may of 2009. In addition to this, she had c-section and cholecystectomy and lithotripsy for bilateral renal stones. Social history: smokes 2 packs per day. Review of systems: bmi is 44, weight is approximately 256 pounds. Past medical history: 1. Morbid obesity. Copd. Requires steroids occasionally. Obstructive sleep apnea. Medications included: aspirin. Impression and plan: 1. Abdominal wall abscess. 2. Multiple incisional hernia repairs with previous mesh infections. 3. Recurrent ventral hernia. 4. Morbid obesity. 5. Obstructive sleep apnea. 6. Chronic obstructive pulmonary disease. We will go ahead and start IV antibiotics and plan on proceeding to the operating room for simple incision and drainage of this abscess tomorrow, and just see if there is mesh exposed. We will not plan on removal of any mesh. At this point, we will need to evaluate this. Removal of all this mesh and reconstruction of abdominal wall would be extremely difficult and certainly require postop ventilation I am sure. She is extremely high risk for surgical intervention of any type. I have discussed this with the patient¿s daughter. They understand and agree to proceed with treatment.¿ (B)(6) 2011: CT of the abdomen/pelvis. ¿indication: abdominal swelling and wound drainage. Abdomen: there are several low-density lesions within the liver, unchanged from the prior examination. The gallbladder has been removed. The pancreas, spleen, adrenals and kidneys are within normal limits. Hepatic cysts are unchanged. The mesh along the anterior abdominal wall appears unchanged. The fluid collection immediately adjacent to the mesh is unchanged, measuring 10 x 1.6 cm in transverse dimensions. The previously seen subcutaneous fluid collection is smaller, but now communicates through a defect in the anterior abdominal wall soft tissues and skin. The residual subcutaneous fluid collection measures 3.3 x 2.1 cm, decreased from 6.1 cm in diameter. Several anterior abdominal hernia is apparent change. There is no free air or ascites. There is no evidence that the process anterior to the mesh communicates into the abdominal cavity. Pelvis: the appendix, colon and the rectum are within normal limits. Abnormally of the bladder, the uterus or adnexa is seen. Impression: 1. Small fluid collection immediately adjacent to the abdominal wall mesh, unchanged since the previous exam. 2. The previously described subcutaneous fluid collection has decreased in size, but now communicates through a defect in the anterior abdominal wall soft tissues and skin. 3. No interval change in the hepatic lesions, probably representing hemangiomas. Evaluation with a three-phase CT of the liver is again recommended, after the patient¿s acute illness is resolved.¿ (B)(6) 2011: discharge summary. ¿presented to the emergency room with abdominal abscess. She has had previous mesh infections in the past. She also has copd and requires steroids. CT showed and abdominal abscess and she had leukocytosis. She was taken to the operating room and underwent incision and drainage of the abscess where there was a mesh visible at the base. Cultures are consistent with heavy growth of mssa staph aureus. Infectious disease was consulted, dr. (B)(6) she was thought to be at very high risk for removal of the mesh and abdominal wall reconstruction and it was felt reasonable to proceed with attempted conservative treatment with IV antibiotics and antibiotic suppression. Vac was then placed and she was maintained on IV antibiotics and her white count normalized. She had yeast infection and was treated with diflucan and medicine was consulted to assist with her medical problems. She was treated with IV vancomycin, bactrim, and rifampin. A PICC line was placed and she was transferred to ltac for 2 weeks of IV antibiotics and then continue p.o. Suppression. Will follow up in the wound clinic with dr. (B)(6)and myself. She was transferred to regency hospital.¿ (B)(6) 2011: emergency physician record. ¿hpi: abdominal pain, hx of abdomen abscess, started had sx at st. Dominics. Clinical impression: s/p abdomen pain.¿ (B)(6) 2011: radiology report. ¿xr/abdomen. History: abdominal pain. Impression: there is some opaque material within the nondilated colon. Multiple fascial anchors are seen as with previous hernia repair. No dilated loops of bowel, mass effect, free air or focal.¿ (B)(6) 2011: office note. ¿remains on IV vancomycin. She was seen in the wound center. She had a CT from the ER in october which has continued to show fluid along the mesh and ventral hernia. There is one small bowel within this, but not obstructed, as well as liver lesions. She does report increasing pain over the past week. Her abdomen generalized and had a fullness just left of the lower midline. She feels that this is likely infection. I am concerned that this may be a hernia. Will replace her PICC line, obtain a cbc, cmp, crp, and CT of the abdomen and pelvis with liver protocol and contrast to evaluate this further. I am concerned that she is failing conservative treatment and will require intervention which is extremely serious and could be even life threatening and require postop ventilation. I have discussed with them and they understand.¿ (B)(6) 2011: CT of the abdomen/pelvis. ¿indication: follow up abdominal abscess. Abdomen: there has had a previous ventral hernia repair. There is a small amount of scarring and superficial fluid seen anterior to the abdominal wall mesh, similar to prior examination. There are fat containing hernias seen along the lateral and caudal aspects of the abdominal wall mesh, unchanged from the previous exam. The left lower abdominal wall hernia contains a small amount of fluid. No intra-abdominal fluid collection is seen. Hemangiomas within the liver are again noted. There is no free air or ascites. There has been a prior cholecystectomy. The pancreas, spleen and kidneys are within normal limits. The low-density right adrenal lesion is unchanged, compatible with an adenoma. Impression: 1. No intra-abdominal or intrapelvic abscess is identified. No acute abnormality is seen in the abdomen or pelvis. 2. Previous ventral hernia repair, with lower abdominal wall ventral hernias containing fat, unchanged from the previous exam. 3. No new abnormality is identified.¿ (B)(6) 2011: office note. ¿on IV abx, minimal drainage, 1 cm opening at umbilicus with clear, mucous drainage. Will stop packing wound and allow to close. If tolerates convert from IV abx to po [oral] abx in december. If fails this will need surgery.¿ (B)(6) 2011: office note. ¿will change to po antibiotics. Wound has had minimal drainage at this point.¿ (B)(6) 2011: emergency physician record. ¿hpi: abdominal pain; started in sept had surgery @ st. D. For hernia repair has been infected/draining ever since and recurring ab until this past week when PICC line was removed due to thrombosis. Surgeries/procedures: hernia/mesh infections. Physical exam: abdomen: obese, drainage. Clinical impression: abd wall infection.¿ (B)(6) 2012: radiology report. ¿history: abdominal pain, infected mesh. Impression: previous ventral hernia repair with mesh. Nonobstructed bowel containing ventral hernia. Fat-containing ventral hernia to the left of the midline paraumbilical in location. No abscess or mechanical bowel obstruction.¿ (B)(6) 2012: surgical pathology report. ¿history/pre-op/post-op: persistent drainage @umbilicus, possible due to infected mesh. Specimen: #1 suture from abdominal wound. #2 fistula tract from abdomen. Gross: the specimen received in formalin in two parts. #1 ¿sara beal #1¿ consists of a suture submitted for gross exam only. #2 ¿sara beal #2¿ consists of two fragments of pink tan soft tissue measuring 1.5 x 1.2 cm in aggregate. Sectioned and submitted entirely in cassette #2. Microscopic diagnosis: #1 suture material, gross only. #2 skin and subcutaneous tissue of abdomen, excision: reactive skin with dense intradermal fibrosis and acute chronic inflammation c/w fistula tract vs. Stitch abscess.¿ (B)(6) 2012: discharge summary. ¿persistent draining sinus tract of the umbilicus with possible infected mesh. Obesity. Recurrent ventral incisional hernias. Procedure performed: excisional debridement/drainage of sinus tract of the umbilicus. Brief summary: has mesh in place from an old ventral incisional hernia repair who came to us because of new hernias that are off in the right abdominal wall area and the left lower midline area, all incarcerated to some degree with minimal symptoms. At this point I went ahead and felt that we needed to bring her in because of a persistent draining area at the umbilicus because of concern on CT of changes that might suggest the possibility of infected mesh. I felt we needed to get this area under control and cleaned up before we could consider repairing these hernias with additional mesh. The patient came in through same day surgery where labs and everything look stable. At this point in time we took her to the operating room where we did an excisional debridement of this area in the sinus tract that was involved in this region. She tolerated this fairly well and started a wound vac on this to try to get things clean. The wound did go down to the mesh but did not seem to have a purulent pocket there and we did remove some stitches and some foreign material. Cultures have remained negative at this point and drainage has been minimal. At this time we are going to go ahead and try to get her a home vac and get her home with a home vac, keep her on some cipro for right now and follow this wound up closely, try to get this area to heal up and then come back later and deal with her hernias.¿ (B)(6) 2012: wound culture and sensitivity. Wound c&s final: light growth positive cocci. Organism 1: staphylococcus epidermis. Methicillin resistant.¿ 03/10/12emergency physician record. ¿hpi: abdominal pain. Pt with multiple surg for infection abd mesh. Wound is open & draining. Had wound vac drain pulled yesterday. Pain severe, states meds not controlling pain. Wound examined, appears closing and healing. No issue of acute mass or infection, no abscess.¿ (B)(6) 2012: emergency physician record. ¿hpi: abdominal pain. Started this am, noticed increased aching mid to right side abdominal pain, no fever/chills/vomiting or diarrhea.¿ 04/16/12: xr/abdomen report. ¿clinical history: abdominal pain. Findings: the bowel gas pattern is non specific and nonobstructive. No free air. There is evidence for prior hernia repair.¿ (B)(6) 2012: history and physical. ¿brief history: long complicated history having multiple abdominal surgeries and mesh repairs out in arizona at which time she had developed wound infection requiring wounds to be left and open. She was seen in jackson with abdominal wound infection prior to coming see us at which time the wound was opened and drained and she was under a wound vac which slowly healed up. We saw her and began to evaluate things and found out that she had really some recurrent hernias. Lateral on the right side. It did have some bowel content on the lower abdominal wall in relation to some fat. She has been having what seems to be some recurring episodes of small bowel obstruction with hernia getting out. She got too active to cause her some pain and discomfort and then it would go back in and she would get better. In the meantime we have taken her to surgery where we have opened this wound up around the umbilicus and drained it and got some old sutures out and that has been slowly healing up. Our goal was to get this wound to heal up with the possibility of looking at what we need to do to correct her hernia problems to try to reduce these episodes that she is having at this time. In the meantime we have been trying to get her to lose a little weight as well as to stop her smoking. Her last culture is on the small wound and at the umbilicus was no growth and the wound had just about completely closed up. She came to the ER today because she was having some increasing discomfort in her abdomen primarily epigastric in nature even though this hernia had reoccurred on the lateral aspect of the abdominal wall. This area was tender and firm and hard at this time. She said that she had been having some discomfort over the last couple of weeks or so and has got worse today. While in the ER we were able to at least partially reduce this hernia on this side. Because of her history and the way this has been done in the past we are going to try to admit her and keep her quiet and let this thing have a chance to get back and resolve. We will repeat her CT tomorrow and see what change has taken place. Impression: recurrent partial small bowel obstruction secondary to recurrent ventral incisional hernia.¿ (B)(6) 2012: radiology report. ¿CT abdomen pelvis. Indication: abdominal pain. Findings: anterior abdominal wall mesh is present from previous hernia surgery. There is an anterior abdominal wall hernia to the right of midline which has loops of small bowel protruding through the defect. The width of the defect is estimated 4.1 cm. There is a small amount of fluid present within the hernia sac. Impression: multiple abdominal wall hernias similar to previous study. The largest in the right side of the abdomen has have some increase to amount of free fluid are present within the hernia sac.¿ (B)(6) 2012: discharge summary. ¿discharge diagnosis: incarcerated right ventral hernia. Obesity. Chronic pulmonary disease. Procedure performed: reduction of ventral hernia with stratus mesh repair of hernia defect. Brief summary: recurrent hernia in the right side of the abdominal wall area. She had several episodes of incarceration with the bowel and presented to the emergency room and occasionally went a couple of times in the hospital but these things reduced themselves. She has had two other meshes placed at two different times. Took her to operating room and found a large defect in the lateral abdominal wall area and reduced the content and closed the peritoneum and then placed the stratus mesh in this area and closed the fascia with the top of a drain left in place including a vac on top of the wound.¿ (B)(6) 2012: operative report. ¿preoperative/postoperative diagnosis: foreign body right abdominal wall. Operative procedure: exploration right abdominal wall with c arm guidance with removal of foreign body and debridement of cavity with replacement of drain. Brief history: hernia repair three weeks ago. Has had a jackson pratt drain in place but with a good bit of drainage continuing to persist in the drainage and we have been observing this at this time trying to clean this area up and try to prevent a seroma from developing. For some unknown reason family member cut the drain off and it has retracted back into the abdominal cavity into the seromal area. We could not retrieve it in the office and brought her in at this time to see if we could get in there and get this retrieved before infection sets up on it.¿ description of procedure: ¿with the patient prepped and draped in a sterile fashion and time-out and antibiotics completed then we approached the area of the abdominal cavity itself. We looked at the old drain site and put the c arm in position and began to identify the area we thought the drain was lying. We made an incision through the skin and subcutaneous tissue and controlled bleeding with electrocauterization. Had a small incision and kept putting a finger down but could not quite feel it although at times I felt like I was beginning to feel it. Brought c arm back in and that helped direct us. We had to enlarge the incision a little and debride the old wound to clean it up and some tissue out. Once we did that this allowed us to use the c arm to tell us exactly where we were and help guide us down to a little bit deeper. We went into the subcutaneous tissue, opened this cavity up. We could tell we were in the right cavity because we were getting a large amount of seroma fluid out at this time. We cultured this aerobically and anaerobically. At this time we identified the drain and we pulled it out completely culturing a portion of it. With that completed then we went back into the abdominal cavity, debrided the cavity out with scissors and pick-ups to get some old loose material out and washed it out with saline solution multiple times. It looked pretty clean with good granulating base present. At that point with the amount of fluid that we were seeing and her I was concerned with having recurrent seroma we elected to leave a 7 jackson-pratt drain back in place and then securing the drain back in. At this point we put a bulky dressing on and took the patient to the recovery room in stable satisfactory condition.¿ (B)(6) 2012: surgical pathology report. ¿history/pre-op: f.b. Of the abdominal drain hernia repair. Specimen: foreign body jp drain. Gross: the specimen is received fresh labeled with the patient¿s name sara beal and consist of a jp drain. Submitted for gross exam only.¿ (B)(6) 2012: discharge summary. ¿admission date: (B)(6) 2012. Discharge diagnosis: foreign body abdominal wall. Procedure performed: exploration of right abdominal wall removal of foreign body. Brief summary: drain in place to drain the fluid from a hernia site so that a seroma would not develop. She has continued to have a good bit of drainage up to 100 cc a day for some reason she pulled on the drain and then to louisville [sic], and I am not sure what they did there, but she went home and eventually her daughter cut the drain off and it pulled itself back inside. She comes in now about four days that this was done and we put her in the hospital at this time. X-rays showed this drain in place on the plain films. The labs looked good so the next day we took her to surgery and under c-arm guidance we were able to manipulate and get the drain out. We did place a second drain in place and closed the wound up at this point in time and had taken cultures. At this point, today she is doing well this morning without any problems. Wound looks good and clean; no unusual changes about it and the drainage seems to be minimal at this point. At this time with everything looking as good as it is, I think we can go ahead and discharge her today and we will see her in the office in about ten days. I will keep her on some duricef until that time or until we least get our culture reports back. Sent her home on lortab and good wound care to keep it clean, shower every day, keep a clean dressing over for protection. We told her to record the amount everyday so we can get a feel how much has drained.¿ (B)(6) 2012: emergency physician record. ¿hpi: abdominal pain, tender swollen area; local wound abdomen @ umbilicus, pt noticed of today. Hernia repair, poor wound healing. Smoker. Wound culture obtained.¿ (B)(6) 2013: emergency physician record. ¿hpi: 4 days hx of diffuse abdominal pain. No vomiting or diarrhea. Smoker.¿ (B)(6) 2013: CT report. ¿impression included: small hiatal hernia with fluid/secretions in the stomach. Prior anterior hernia repair with interval repair of the right ventral hernia. Persistent bilateral fat-containing ventral hernias.¿ (B)(6) 2015: consultation notes. ID/chief complaint/reason for consultation: ¿abdominal pain; woke up this morning with abdominal pain accompanied by nausea. Current home medications: include metformin. Continues to smoke cigarettes daily. Exam: hernia noted to the right side of umbilicus. It is taut and very tender to palpation. CT of the abdomen/pelvis demonstrates the following: new proximal small bowel obstruction to the level of the right midline ventral hernia containing new a loop of small bowel, previously only fat-containing. This is just below the level of surgical mesh from prior ventral hernia repair, stable fat-containing left [sic] midline ventral hernia. New focal area of soft tissue stranding in the right anterior peritoneum probably represents an omental infarct with differential consideration of epiploic appendagitis considered less likely. Assessment and plan: patient should be admitted to the medicine service and kept n.p.o. With IV fluids versus resuscitation. Patient will be taken emergently to the operating room for an open reduction and repair of incarcerated ventral hernia and all other indicated procedures.¿ (B)(6) 2015: consultation notes. ¿admitted to the hospital with severe abdominal pain. Apparently developed a hernia adjacent to it, with what appeared to be ischemic changes as well as proximal small-bowel obstruction. She was taken emergently, had a laparotomy, [sic] placement and relief of her obstruction. Past medical history: obesity class 3, body mass index 40; diabetes type 2; current pack a day cigarette smoking; has been smoking most of her life. Medications: enoxaparin, insulin. Abdominal film demonstrated nonspecific nonobstructive bowel gas pattern without evidence of free air. Multiple surgical tacks. Proximal small bowel obstruction at the level of the right midline ventral hernia.¿ continued on attachment - attachment: [continuation h10.11 event 35415.pdf].

Manufacturer narrative:
Other relevant history: added patient medical history. Corrected/updated results and conclusion codes. Added medical record summary. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: operative records dated 9/13/2007 indicate the patient underwent laparoscopic ventral herniorrphaphy in a morbidly obese patient. The procedure notes state: ¿there were extensive omental adhesions in the midline. Fortunately there were no adhesions in the right upper quadrant and very minimal adhesions in the right lower quadrant. I could clearly see a hernia already from the ileostomy reversal site in the right lower quadrant and a hernia in the midline in the upper abdominal under direct vision¿¿ ¿I then spent the next hour performing laparoscopic enterolysis of small bowel, colonic, and omental adhesions¿¿ ¿the patient had at least 6 different swiss cheese defects that I could identify, 2 large ones in the left upper quadrant. Essentially her entire midline wound was quite attenuated and herniated in multiple areas.¿ the(B)(6)2007 records continue: ¿intracorporeally I was able to measure the 4 quadrants of the extent of my defects and obtaining a 3-cm overlap obtained a gore-tex dual mesh, a 24 x 36 cm. I then placed 2-0 gore-tex in each quadrant leaving the mesh rectangular in nature. This was rolled and inserted into the abdomen¿.the mesh was opened appropriately. Using the spinal needle initially as guides, I was able to pull the gore-tex sutures through the abdominal wall¿¿ ¿with each suture brought through the abdominal wall in a transfascial manner I then used the protac device to tack the circumferential mesh with very nice results.¿ ¿I then used additional gore-tex suturing with the gore-tex suture passer to reinforce areas of the mesh in additional 4 quadrants.¿ ¿the mesh was noted to lay fairly smoothly and snug against the posterior abdominal wall.¿ the records confirm a gore dualmesh® plus biomaterial (1dlmcp07/05152128) was implanted during the procedure. Records between (B)(6)2007 and (B)(6)2011 were not provided. Operative records dated 9/9/2011 indicate the patient underwent incision and drainage of an abdominal wall abscess with vac placement. The records state the patient has ¿¿significant medical problems including copd, morbid obesity, and multiple abdominal surgeries who has been taken care of out west at the mayo clinic. She has had 2 previous laparoscopic incisional hernia repairs and has had previous mesh infected in the past. She presents now with abdominal wall abscess and is taken to the operating room for drainage of this.¿ gore received records for one previous laparoscopic procedure; however, records for the second laparoscopic procedure were not provided. Additionally, records detailing the ¿previous mesh infected in the past¿ were not provided. Operative findings from the(B)(6)2011 procedure state: ¿pus, exposed mesh at the base, which appeared to be old gore-tex. Specimen sent for culture and sensitivity.¿ description of the procedure states: ¿using a 15 blade, a longitudinal incision was made over the fluctuant area to the right of the midline. Cultures were taken. There was purulent material, and this was evacuated out and then pulsavaced out. I explored the subcutaneous tissues that had the abscess, and there was a nickel-sized area open at the base of the fascia where gore-tex mesh could be visualized and communicating with this larger abscess cavity. The wound was irrigated¿the patient was extubated, taken to the recovery room and tolerated the procedure well. Pathology report for the specimen collected on 9/9/2011 was not provided to gore. There is no mention of gore device removal in the records. Operative records dated (B)(6)2012 indicate the patient underwent excision of sinus tract exploration of abdominal wall and placement of wound vac. A postoperative diagnosis states: ¿sinus tract with cavity with underlying abdominal mesh with outgrowths of infection.¿ the(B)(6)2012 operative report states: ¿this is a 52 year old white female who came to see us because of recurrent hernias in the right lateral abdominal wall and in the lower portion of the left hypogastric area. Unfortunately she had history of a previously opened and drained abscess in jackson three to four months prior to coming to us with over an area of a mesh that was debrided in that area. At this point this was on the right side of the abdominal wall area. She came to see us with a persistently draining sinus area just below the umbilicus that we had been treating with some antibiotics. She has been doing fairly well with this and tract seems to have improved over time. CT scan suggested inflammatory changes in this particular area. Old records are difficult to know exactly what was put in in this particular region. We are considering the possibility of approaching these lateral hernias to try to fix these but because of the large size of the mesh that was placed in we were reluctant about taking that mesh out. At this point I felt the best thing to do was see if we could get control of this sinus tract and get this drained and cleaned up and possibly healed up to a point that we could attack these hernias individually with smaller meshes to avoid having to remove the entire mesh.¿ the (B)(6)2012 operative report continues: ¿there was a small tract present just below the umbilicus at this time. Dropped probe into it and it dropped fairly deep in this area. At that point I began to put a little methylene blue down to get an idea of where we were. Then we made an incision inferior to the sinus tract at this time and then extended it to the right side to approach the other incision that was present on that area. We went down through the skin and subcutaneous tissue following the tract down. The tract dropped fairly deep in this area and seemed to go past the mesh that was drained on the right side of the abdomen. We entered some mesh material in this region. The(B)(6)2012 records continue: ¿at this point we dropped down into a small cavity and we did not see a lot of purulence in this area. At that time we trimmed out the sinus tract itself taking the distal portion of it for culture and sensitivity and the rest for pathology. We opened this up fairly widely to get down in this area controlling any electrocauterization. As we did we found that we were down on top of mesh but could not tell exactly what kind of mesh this was. Removed several old sutures out of this area in order to remove the foreign material if we could that might be keeping this open. I did not encounter any purulence in this area but we were down on top of part of the original mesh that we put in. The (B)(6)2012 records continue: ¿cut through what felt like mesh on the right side of the abdomen and this seemed to be riding above the mesh that was present down in the depths of this wound. It is unclear exactly what kind of situation we have in this region and what kind of mesh is present now in the patient. At this point we could see the mesh down in there. We took tissue for culture and sensitivity and did some aerobic and anaerobic swabs. We did not encounter a lot of purulent material. The (B)(6)2012 records state: ¿used electrocautery to control bleeding. Washed, irrigated and cleaned things out. I could see the mesh down at the bottom of the wound. Tried to see if we could avoid having to take out the entire mesh. I felt we would try to clean this area up and wound vac it to see if we could get the wound to heal without any recurring infection to the eventual hope that we could just approach these other hernias directly and not have to consider removing entire old mesh. With everything looking clean and bleeding under control we had a wound now that was 5.5 x 3.5 with a depth of 4 cm. We then placed a white foam down in the base of this wound and then black foam and we packed it down at 125 continuous.¿ there is no mention of gore device removal in the records. Operative records dated (B)(6)2012 indicate the patient underwent exploration with reduction of hernia contents and strattice mesh repair of hernial defect. The records state: ¿this is a 52 year old white female fairly obese who has had multiple abdominal surgeries with meshes put in for ventral hernias. She came to see us because of a recurring swelling and pain and a strange hernial defect in the right abdominal wall area from which we could not really determine what was the etiology, whether it was a trocar site. At this point it was fairly large and CT scan demonstrated bowel out in it. Because of a small infection in the umbilicus area on top of her previous mesh which we were delayed in doing his surgery to this side until we get this to clear up. Now that that wound is closed she has had probably about four or five episodes of incarceration requiring her to go to the emergency room with nausea and vomiting and demonstrating some bowel obstruction. She had another episode about two weeks ago and was here in the hospital recovering from that.¿ the (B)(6)2012 records state: ¿carefully dissected the peritoneum around this area and the fascia off so that we could begin to get underneath this fascia and dissect the peritoneum off. Once we had that in pretty good shape we then opened the hernia sac itself. Most of the bowel had reduced itself. There was a good bit of omentum still stuck out in it. We carefully began to take the omentum down off of the hernia sac using some vicryl and ethibond ties to control any bleeding as we took it down. Once we had everything reduced and the omentum and bowel back into this area then we cut off the excess of the sac and closed the peritoneum with running c vicryl suture to have a closed peritoneal area. Once we did that we dissected underneath fascia some of the peritoneum off in order to get a good area that was free but had peritoneum underneath it. We then had a defect of about 10 x 10 cm. We took it 16 x 10 cm stratus [sic] mesh and carefully tapered it and adjusted it to fit the wound size. We then sutured it in with interrupted horizontal mattresses of o prolene sutures. Once that was in good shape we washed with ancef solution and then irrigated with saline solution. With that looking clean I elected to go ahead and close the fascial defect over the mesh itself with a running 0 prolene suture.¿ there is no mention of gore device removal in the records and no mention of infection. Operative records dated (B)(6)2012 indicate the patient underwent treatment of an incarcerated ventral hernia whereby exploratory laparotomy was performed, and repairs of two ventral hernias were performed using strattice (non-gore device). Findings from the procedure state: ¿1. An incarcerated 2 cm ventral hernia, right of midline all bowel viable. 2. Ventral hernia to the left of midline, no bowel contained specimens include the hernia sacs.¿ the (B)(6)2015 records state: this is a 55-year-old female who presented with 10-hour history of abdominal pain associated with a known ventral hernia. The patient was found on CT scan to have an incarcerated ventral hernia. It was felt that she would require emergent reduction and repair.¿ the (B)(6)2015 records continue: ¿a vertical midline incision about the umbilicus was made measuring approximately 10 cm and utilizing a previously existing midline incision. This was carried down to the level of fascia using a combination of sharp dissection as well as electrocautery. At this point, we encountered the hernia and the hernia was freed circumferentially revealing the fascial edges of the incarcerated hernia. The bowel contained within appeared viable and no need to resect any bowel was identified. The hernia was freed and the sac ligated and sent for pathologic evaluation. The underside of the fascia was then digitally palpated noting a similar defect just to the left of midline and a decision was made to incorporate this into the repair. The fascia in between the 2 was cut creating 1 large defect. A strattice was subsequently sewn into place using o pds in a parachute fashion and placed utilizing underlay strategy. The fascial edges were then sewn back together using o looped pds in a running fashion. The wound was copiously irrigated with sterile saline and a 10 flat jp drain was then placed in the subcutaneous space and brought out through an incision created in the skin in the right lower quadrant. The skin was then closed¿ there were no immediate complications at the end of the operation¿¿ there is no mention of infection or gore device removal in the records. Operative records dated (B)(6)2018 indicate the patient underwent exploratory laparotomy, explantation of synthetic ventral mesh, and abdominal wall reconstruction with strattice. The records state the patient ¿¿originally presented approximately 2 weeks ago with an incarcerated recurrent ventral hernia. She was taken emergently to the operating room at that time where the hernia was reduced and repaired using strattice. As we were not operating for infection at that time and there seemed to be no infectious issues, the previously existing synthetic mesh was left in place and used to bolster the repair. Over the intervening 2 weeks, however, the patient began demonstrating signs of wound breakdown, raising strong concerns for infection of the preexisting synthetic mesh placed 9 years ago. Based on the patient's presentation, it was felt to be in her best interest to take her to the operating room for explantation of that mesh and reconstruction of the abdominal wall using a biologic mesh.¿ the (B)(6)2016 operative records state: ¿the previously existing wound was opened by removing the existing staples and some dissection was required to get down to the level of fascia which was opened revealing the sympathetic mesh. Over the next 2 to 2-1/2 hours, this mesh was carefully dissected out over which time a number of embedded staples, some of which were not functional were encountered and carefully removed. Dissection was carried along until the mesh had been fully mobilized from the abdominal wall. Of note, the mesh had been covered with peritoneum and there was a little if any exposure of the intra-abdominal contents to the mesh. Once the mesh had been completely mobilized, the adhesions that existed between the mesh and the underlying peritoneum were taken down and the mesh was fully explanted in 1 piece. This was sent to pathology for gross identification only. A piece of firm strattice was then cut to shape and a number of parachute stitches using o pds in a parachute fashion were placed to implant the strattice in an underlay fashion. Once this was fully accomplished and the defect fully covered with strattice, the fascial edges were reapproximated using a o looped pds in a running fashion.¿ ¿there were no immediate complications. The patient tolerated the procedure well¿¿ operative records dated (B)(6)2016 indicate the patient underwent treatment of a non-healing abdominal wound. Procedure performed states: ¿split-thickness skin graft and nonhealing abdominal wound 4 cm x 5 cm.¿ the records state: ¿this is a 56-year-old female who previously underwent an emergent laparotomy for an incarcerated recurrent ventral hernia. She subsequently had breakdown of the skin wound, leaving her with an opening measuring approximately 4 x 5 cm that has stalled and wound vac therapy.¿ the (B)(6)2016 records state: ¿the existing wound vac was removed and the wound and right thigh were prepped and draped¿the wound edge was debrided until healthy the bleeding tissue [sic] was encountered. The wound was copiously irrigated with a pulsavac device and a surgical device was then used to agitate the granulation tissue resulting in excellent bleeding of the graft target.¿ the records indicate skin was harvested from the right graft to fashion a skin graft, which was ¿¿then secured into place on the wound bed¿¿ ¿a wound vac was then cut to shape and secured into place over the skin graft and xeroform was used to cover the donor site.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Corrected initial reporter's address and phone number. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated device code. H6: updated conclusion codes. H6: additional patient codes: 2502, 2240-b, 2154-a, 1862, 1994-a, 2422, 2203: other code being used for: ¿nausea, diarrhea, chills,¿ ¿loss of appetite, and extreme weight loss which have impaired her activities of daily living to that extent that she requires daily assistance,¿ ¿continues to suffer complications as a result of her implantation with the dualmesh,¿ and ¿past, present and future physical and mental pain and suffering; physical disability.¿ h6: additional conclusion codes: 4311, 0018. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.